Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the patient line (luer connector) of an amia cassette could not be disconnected from the transfer set. It was stated the patient used a scissor to cut the patient line of the cassette. This occurred after use of peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.